Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. No confirmed trends were identified. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the list number in greece which meets the requirements of the similar product listed. The device involved in the event was not returned, therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
The patient reported that there was granulation tissue around the stoma area since (B)(6) 2015 and she was recommended to clean and ventilate the stoma area properly and to use silver nitrate agent superficially. Follow up information was received on (B)(6) 2015 that the granulation tissue has been reduced in size after proper cleaning and ventilation as recommended and with the use of nitrate agent superficially; however, it has not completely subsided. Additional information was received on 01feb2016 from the patient indicating that she contacted the treating gastroenterologist two weeks ago and an appointment for further examination was arranged on (B)(6) 2016. It was reported that the granulation tissue was cauterized with laser on the same day and the stoma area is clean without fluids and granulation tissue.